Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the spiral does not release when 6x080 smart self-expanding nitinol stent is released. The issue was not with the tuning dial. The stent was partially deployed; however, the stent was partially deployed while outside of the patient and on the back table. The case was completed violently/pulled by force. There was no reported injury to the patient. The product was stored and handled according to the IFU, and the temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped as per the IFU. No abnormalities were noted with the stent delivery system prior to use, and the stent was still constrained within the outer member/sheath when removed from the tray. The stopcock was not connected to the y-connector of the tuohy borst valve, and no difficulties were encountered when flushing the stopcock or the sds. The target lesion vessel diameter was 6 mm. The target lesion vessel length was 65 mm, with a stenosis of 70%. The lesion was moderately calcified, and the vessel tortuosity was mild. Thrombus was present proximal to, at, or distal to the lesion site. A 6f non-cordis sheath along with a non-cordis guidewire was used. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The sds did not pass through any acute bends, and no difficulties were encountered when advancing or tracking the sds towards the lesion. The smart locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and withdrawn back into the lesion prior to stent deployment, and the smart sds handle was held flat and straight outside the patient as per the IFU. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the spiral does not release when 6x080 smart self-expanding nitinol stent is released. The issue was not with the tuning dial. The stent was partially deployed; however, the stent was partially deployed while outside of the patient and on the back table. The case was completed violently/pulled by force. There was no reported injury to the patient. The product was stored and handled according to the IFU, and the temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped as per the IFU. No abnormalities were noted with the stent delivery system prior to use, and the stent was still constrained within the outer member/sheath when removed from the tray. The stopcock was not connected to the y-connector of the tuohy borst valve, and no difficulties were encountered when flushing the stopcock or the sds. The target lesion vessel diameter was 6 mm. The target lesion vessel length was 65 mm, with a stenosis of 70%. The lesion was moderately calcified, and the vessel tortuosity was mild. Thrombus was present proximal to, at, or distal to the lesion site. A 6f non-cordis sheath along with a non-cordis guidewire was used. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The sds did not pass through any acute bends, and no difficulties were encountered when advancing or tracking the sds towards the lesion. The smart locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and withdrawn back into the lesion prior to stent deployment, and the smart sds handle was held flat and straight outside the patient as per the IFU. The device was returned for analysis. A non-sterile ¿pkg assy 6x080 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. The stent was fully deployed and not returned for analysis. The device was received in a fully deployed state, and the locking pin was not returned for analysis. The unit exhibited a kinked and cracked condition located approximately 31 cm and 36 cm from the proximal end, respectively. The inner shaft was separated approximately 122 cm from the distal tip. No other significant details were noticed. Dimensional analysis was performed to verify the correct outer diameter (od) on the stent profile, as well as on the middle and proximal sections of the device. Measurements were taken at three different locations, and the results were found to be within specification. Functional analysis was conducted to determine the functionality of the tuning dial of the returned unit. Since the unit was returned with the stent fully deployed and the inner lumen separated, only a simulation was performed. The tuning dial and the deployment lever were reset to the manufacturing position. The tuning dial was rotated clockwise (as indicated by the arrow) until the mechanism reached the deployment position. Then, the deployment lever was pulled back to simulate fully unsheathing the device. The device mechanism performed as expected. An insertion/withdrawal test was performed using a lab sample csi french 6, which was flushed with water prior to the evaluation. The returned device was inserted through the applicable lab sample csi. The catheter traveled inside the cannula until it was completely inserted and then withdrawn. Despite the observed damages, no resistance, obstruction, or impediment was observed during the insertion/withdrawal test. The cracked area of the outer sheath was inspected using a vision system to obtain a magnified image, revealing that the edges showed evidence of elongations, fatigue lines, and plastic deformations. These findings are commonly associated with damage caused by material tensile and twisted overload. Therefore, it is assumed that the material was subjected to tensile and twisted forces that exceeded its yield strength prior to the damage. No other anomalies were observed. The separated area of the inner shaft was also inspected using a vision system to obtain a magnified image, revealing that the edges showed evidence of elongations. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was subjected to tensile forces that exceeded its yield strength prior to the separation. No other anomalies were observed. The reported ¿stent delivery system (sds) deployment difficulty-unable¿ was not confirmed as the device was received fully deployed; consequently, a functional analysis could not be completed only simulated. There were no issues with the tuning dial mechanisms that appeared to contribute to a deployment issue. The reported ¿stent delivery system (sds) withdrawal difficulty¿ was not confirmed, despite the observed damages, no resistance, obstruction or impeded condition was observed during the insertion/withdrawal test. Additionally, the dimensional analysis of the outer diameter of the outer sheath were found within specifications. However, subsequent findings of an ¿inner shaft separated¿ was noted, as the device was received with the inner shaft separated. Based on the analysis of the returned device, we cannot confirm the issues reported were related to the device components. The locking pin was not returned for analysis with the sds, the IFU states ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used.¿ furthermore, analysis reveals the device was induced to events that exceeded its material yield strength suggesting handling of the device, procedural factors and use of the device with concomitant devices may have also been contributing factors to the events reported. The device passed insertion/withdrawal testing along with dimensional analysis specifications and the stent was not returned with the sds indicating the stent was deployed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the spiral does not release when 6x080 smart self-expanding nitinol stent is released. The issue was not with the tuning dial. The stent was partially deployed; however, the stent was partially deployed while outside of the patient and on the back table. The case was completed violently/pulled by force. There was no reported injury to the patient. The product was stored and handled according to the IFU, and the temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped as per the IFU. No abnormalities were noted with the stent delivery system prior to use, and the stent was still constrained within the outer member/sheath when removed from the tray. The stopcock was not connected to the y-connector of the tuohy borst valve, and no difficulties were encountered when flushing the stopcock or the sds. The target lesion vessel diameter was 6 mm. The target lesion vessel length was 65 mm, with a stenosis of 70%. The lesion was moderately calcified, and the vessel tortuosity was mild. Thrombus was present proximal to, at, or distal to the lesion site. A 6f non-cordis sheath along with a non-cordis guidewire was used. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The sds did not pass through any acute bends, and no difficulties were encountered when advancing or tracking the sds towards the lesion. The smart locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and withdrawn back into the lesion prior to stent deployment, and the smart sds handle was held flat and straight outside the patient as per the IFU. The device will be returned for evaluation.